Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. An opticross 18 catheter was used for ultrasound examination of the target lesion. During the procedure, a lost image occurred. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed the imaging window twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was observed twisted and imaging core windup with broken drive shaft began 24.3cm from the distal end of the connector shaft. Microscope inspection also revealed a broken coax was observed with the windup. Impedance test shows an electrical open at proximal end of the catheter 110-120cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed.